Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient's leads had migrated. Surgical intervention was undertaken during which the existing leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.